Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records 35 log entries between the 31st december 2008 and the 8th august 2016. A power up of 29 minutes 13 seconds was recorded during this time. An in range patient impedance was recorded during this time. No shock was advised. The device failed multiple self-tests due to a low battery between the (B)(6) 2013. Investigation found the fault can be attributed to membrane failure. The green status led was observed to be constantly lit which would suggest a failing membrane. The measruements taken during the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.